Event description:
It was reported by the sales representative that the patient that she experienced skin irritation and pain while using the 63b electrodes. Later, the patient indicated that it felt like burning sensation in neck with excruciating pain, sensitive touch and discoloration. The patient went to urgent care and was prescribed mometasone furoate cream and hydroxyzine hcl 25mg tabs. No further consequences are reported. The 63b electrodes were not returned for further evaluation.

Manufacturer narrative:
The device was not returned to highridge medical for evaluation, therefore no product evaluation has been conducted. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.